Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. The device was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarm noted. The device alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the insulin pump was crack on the case. The device was not dropped or bumped. The device was cracked on battery and reservoir compartment. The drive support cap was normal. Customer was unaware how damage occurred. Customer's blood glucose was unknown. No further information reported.